Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the system controller performing self-tests on its own was not confirmed. The system controller (serial number (B)(6)) was not returned for analysis, and the provided log files did not capture any atypical events or alarms. Available information for this event indicates that the issue had resolved, and that no equipment was exchanged. The root cause of the reported event was unable to be conclusively determined through this analysis. A device history record review is not required per the investigation procedure. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users on how to properly perform a system controller self-test. Users are encouraged to perform at least one self-test per day to ensure the function of the system controller¿s audible and visual alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the electronic IFU page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that as of (B)(6) 2025 the patient has stated that the issue had not reoccurred. It is unknown how the issue resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was concerned that their system controller was doing "self-tests on its own". The patient indicated that there was a day, recently, where this happened three times in a row. A self-test was performed in clinic, and the patient confirmed the self-test screen was what they were seeing at the times of the alarms that they mentioned. Log files were submitted for review. The event log file captured frequent pulsatility index (pi) events from (B)(6) 2025 at 04:35 to (B)(6) 2025 at 05:40. The event log file also indicated the silence alarm button was being activated on (B)(6) 2025 14:06 without any active alarm. Otherwise, there were no other notable alarm conditions or parameter changes. Based on the data visible in the log file, the mechanical circulatory system equipment was operating as intended electronically and mechanically.